Manufacturer narrative:
(B)(4). The affected components of the complaint iw980jeu infant warmer are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the affected components and have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the harnesses of the subject iw980 baby control wall mount infant warmer were not returned to fisher & paykel healthcare (fph) in ne(B)(4) for inspection. Our analysis is based on the event description and results of previous investigation on similar complaints. Results: the medical center in (B)(6) reported that their iw unit had discoloured upper and lower harness connectors. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigation of similar complaints revealed that the discolored harness connectors of the infant warmers were most likely due to the arcing that occurred between two electrical contacts, resulting in contact failure. The arcing was most likely due to a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. A replacement part has since been sent to the medical center to replace the discolored harness connectors.

Event description:
A medical center in (B)(6) reported that an iw980 baby control wall mount infant warmer had a discoloured upper and lower harness connectors. This was noticed during the investigation of an error code; however, the medical staff does not remember which error code was displayed at the time of investigation. No patient consequence was reported.

Event description:
A medical center in (B)(6) reported that an iw980 baby control wall mount infant warmer had a discolored upper and lower harness connectors. This was noticed during the investigation of the an error code; however, the medical staff does not remember which error code was displayed at the time of investigation. No patient consequence was reported.